Manufacturer narrative:
The investigation did not identify a product problem. The specific cause of the event could not be determined. A general reagent problem was not present, because the qc prior to the event was within ranges.

Event description:
There was an allegation of questionable elecsys folate iii results from the cobas pure e 402 analytical unit. Sample 1 initial result was <2 ng/ml and the repeat result was 3.02 ng/ml. Sample 2 initial result was <2 ng/ml and the repeat result was 2.64 ng/ml. Sample 3 initial result was <0.6 ng/ml and the repeat result was 2.72 ng/ml. Sample 4 initial result was <2 ng/ml and the repeat result was 5.74 ng/ml. Sample 5 initial result was <0.6 ng/ml and the repeat result was 2.03 ng/ml. Sample 6 initial result was <2 ng/ml and the repeat result was 4.72 ng/ml. The repeat results were believed to be correct.

Manufacturer narrative:
The cobas pure e 402 analytical unit serial number was (B)(6). The investigation is ongoing.